Event description:
Customer reports, co's tubes are clogging and they have a problem putting the stylet back in. They also report that a toomey syringe will not fit onto co's "y" port. On one occasion they reportedly reintubated a pt two times. The first time they could not infuse medications and reintubated. The second time they could not flush the tube; they tried to reinsert the stylet and had to remove the tube and reintubate the pt.